Event description:
Event description guidant received information that this chronic defibrillation lead measured an increase in rate/sense impedance and stimulation thresholds over time. Other lead measurements were unremarkable and a chest x-ray did not reveal any gross abnormalities.